Event description:
During a total knee replacement surgery, from the loaner instrument set, the biomet trial tibial poly insert broke while in use. It broke into 2 pieces. All pieces were retrieved from the sterile field and sequestered. No injury to pt or delay of care.